Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. Corrective and preventative action (CAPA) investigations have been opened to further investigate the issue. For additional information concerning the root cause and corrections, refer to the CAPA documents. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Nonconformance report (ncr) and capas have been noted for this issue in the past 12 months.

Event description:
The user facility reported that they had 4 devices where the dilator/arteriotomy locator sheath will not stay clicked in together. So when they advance over the guidewire, the dilator backs out. The estimated blood loss was less than 250cc. Additional information was received on 06nov2023: the locator would not stay clicked into the dilator. There was no audible click on mating. Tactile feedback occurred after mating but may be too tight on one. Components mate but does not click in. The user attempted to mate the locator and hub 4-5 times. The locator was too loose and failed to stay in place. The separation occur when device was in the patient. Additional information was received on 07nov2023: all devices opened/used on the same patient. Two of the devices would not click, one device had the dilator back off the guidewire, one device was opened, tested and never attempted to be used on the patient. Manual compression was performed.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3: patient sex: requested, not provided provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.